Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous left anterior descending artery that was 90% stenosed. An unspecified stent was implanted in the lesion, and a.014 balance middleweight (bmw) hydro guide wire was used. However, it became stuck with the stent delivery system (sds) during removal. Therefore, both devices were removed from the anatomy as a single unit. Another unspecified bmw guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction- device evaluated by MFR: return status. Correction: method code 4115, results code 213 and conclusion code 67 all removed. Evaluation summary: the device was returned for analysis. The reported difficult to remove was unable to be confirmed. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. Manipulation of the device resulted in the noted device damaged (bent ribbon, stretched/offset coils). There is no indication of a product quality issue with respect to manufacture, design or labeling.